Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open inguinal hernia repair in the lichtenstein hernia type fashion and a partial omentectomy. It was reported that after implant, the patient experienced pain, recurrence, adhesions, bleeding, fistula, and infection. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an open inguinal hernia repair in the lichtenstein hernia type fashion and a partial omentectomy. It was reported that after implant, the patient experienced pain, recurrence, adhesions, bleeding, fistula, swelling of the scrotum, and infection. Post-operative patient treatment included revision surgery, exploratory laparotomy, and repair of recurrent hernia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open inguinal hernia repair with mesh in the lichtenstein hernia type fashion and a partial omentectomy. He had surgery 1 month prior. The patient experienced surgical revision, pain, adhesions, bleeding, fistula, and infection. Medical history: severe morbid obesity.